Event description:
The patient's EKG rhythm appears to speed up, but the alarm does not alarm. In full disclosure, the rhythm is identified, but preceding the event it is designated by a blue line with the date and time.